Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the distal conductor of the lead was obstructed due to a guide wire stuck in the lumen. There was blood on the proximal conductor of the lead and it was not obstructed. There was blood on the distal conductor of the lead and it was not obstructed. The analyst noted that the distal end of the lead was obstructed by guide wire stuck in the distal tip nose. The analyst noted that the lead was designed with a permeable septum in the distal tip which allowed blood ingression to occur. This was not an out of specification condition. A guide wire test could not be performed due to the condition of the guide wire stuck in the lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, once the left ventricular (lv) lead was placed, it was impossible to extract the guidewire from the lead. It was noted the guidewire was stuck inside the lead. The lead was not used, and another lead was implanted. No patient complications have been reported as a result of this event.